Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02858. It was reported the patient is not receiving effective pain relief from her scs system. Reprogramming of the patient's scs system did not resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02858. Follow-up information identified the patient underwent surgical intervention, and her scs leads were explanted and replaced with new ones. The patient reported receiving effective stimulation therapy postoperative.